Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch ultra select). The reporter claimed obtaining blood glucose readings with a "difference of 50 points" between the subject meter and the reference meter. No exact values were given. The tests were performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.